Manufacturer narrative:
The lot number was provided for all 4 malfunctions, therefore, lot history reviews were performed. Of the 4 reported malfunctions, all 4 devices were returned for evaluation. All four malfunctions confirmed for the reported foreign material presence at the tip of the needle. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicates that model ecpmr0110g biopsy instrument allegedly experienced device contamination with chemical or other material. The information was received from various sources. All four malfunctions did not involve a patients as there was no patient contact.